Manufacturer narrative:
(B)(4). The analysis results showed that one gst60w reload was received unfired, with the pan detached and damaged. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, when the cartridge was placed in the device the sled completely fell off. The metal piece on the bottom was off. The cartridge was not used. The case was completed with another device of the same product code. There were no patient consequences reported.